Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "durability of second-generation extensively porous-coated stems in patients aged 50 and younger" written by jennifer a. Moyer bs, catherine m. Metz md, john j. Callaghan md, david w. Hennessy bs, and steve s. Liu md published by clinical orthopedic related research published online 1 september 2009 was reviewed. The article's purpose was to report on whether second-generation extensively porous-coated cementless femoral stem in patients younger than 50 years of age would (1) be durable in terms of revisions; (2) provide high functional scores and reduce thigh pain; and (3) show radiographic durability of fixation and reduction in stress shielding. Data was compiled from 90 patients (89 hips) age 50 and younger from june 1994 to december 1999. The article reports that the prodigy femoral stem was mated with either non-depuy acetabular or depuy duraloc acetabular components. The article does not specify which acetabular components can be associated with the specific adverse events, and the article does not provide adequate information to determine accurate quantities. Article states no infections or loose components. Depuy products utilized: prodigy stem, duraloc cup (screws were used in all cases) and poly liner, metal head. Adverse events: mild thigh pain (no interventions, associated with femoral stem), dislocation (treated by revision and head and liner exchange), periprosthetic femoral fracture (treated by stem revision), liner wear (treated by revision with head and liner exchange), liner disassociation (treated by revision of head, liner, and cup exchange), osteolysis (radiographic findings, no interventions, commonly associated with liner wear), femoral stress shielding (radiographic findings, no interventions), acetabular radiolucency's (radiographic findings, no loosening's, no interventions).